Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging a calcode issue with their onetouch ultra2 meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged calcode issue began at an unspecified time on (B)(6) 2014. The patient manages their diabetes with self-adjusted insulin (lantus and novolog) and it is not known what action, if any, the patient took in response to the alleged meter issue. The patient reported that an unspecified time after the alleged issue began, they developed symptoms of ¿dry mouth, aches and pains and no appetite¿; symptoms they associated with high blood sugar. The patient claimed they took 1-2 additional units of insulin in response to the symptoms. At the time of troubleshooting, the customer service representative (csr) walked the patient through changing code and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.